Event description:
It was reported "during the use of the wire, it felt stuck and could not be pushed forward. Upon withdrawal, a dent was found. When using the dilator, it could not expand the patient's skin. It was found dent". The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2025-00519.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the customer provided one image for analysis. The image shows the guidewire and dilator stored inside a plastic bag. The damage to the guidewire and dilator was circled. Obvious signs of use were observed. The customer also returned one dilator, a guidewire, and a 3-l catheter for analysis. Signs of use were observed on all the returned components. Visual inspection of the guidewire revealed multiple kinks and bends throughout the body. The distal j-bend was not misshapen and was intact. Microscopic examination confirmed that both welds were present and were observed to be full and spherical. The major kinks in the guidewire were located 342mm, 406mm, 426mm, and 559mm from the proximal tip. The overall length of the guidewire measured 602 mm, which is within the specification limits of 596mm - 604mm per guidewire product drawing. The outer diameter of the guidewire measured 0.80mm, which is within the specification limits of 0.788mm - 0.826mm per guidewire product drawing. The kink in the dilator was measured 82mm from the hub. The dilator body length measured 102mm, which is within the specification limits of 95.2mm - 108mm per dilator product drawing. The dilator inner diameter at the distal tip could not be accurately measured due to the nature of the damage. The guidewire and dilator were functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." The returned guidewire was threaded through a lab inventory dilator, and the undamaged portions advanced through with little to no resistance. Major resistance was encountered in the areas of kinking. A lab inventory guidewire (measured 0.79mm) was threaded through the returned dilator and was able to advance through with minimal resistance at the undamaged portions. However, minor resistance was met at the kink on the dilator. A manual tug test on the guide wire was performed and confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The report of guide wire/dilator resistance with a kinked guidewire was confirmed through complaint investigation of the returned sample. Visual inspection of the returned sample revealed the guidewire had multiple kinks throughout the body, and the dilator tip was deformed. Functional testing of both products together revealed that the guidewire encountered resistance within the dilator due to damage to both components. Despite this, the guidewire and dilator met all relevant dimensional requirements. A device history record review was performed with no relevant findings. Based on the customer report that the defect occurred during use and the appearance of the damage to guide wire and the dilator tip, the root cause appears consistent with damage due to undue force when inserting the dilator over the guidewire; however, the root cause cannot be determined as it is unknown if the damage to the dilator tip occurred before or after the customer handled. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during the use of the wire, it felt stuck and could not be pushed forward. Upon withdrawal, a dent was found. When using the dilator, it could not expand the patient's skin. It was found dent". The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2025-00520 and 3006425876-2025-00519.